Event description:
While performing a turp (transurethral resection of the prostate) procedure with an olympus bipolar resectoscope, the loop portion of the electrode broke off. The portion of the loop was seen under direct visualization in the bladder. Attempted to remove the broken off piece of loop but visualization was lost and the location was unknown. A portable x-ray was used to locate the lost piece. The procedure was completed and the patient was taken to recovery.